Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was difficult to press down on. The customer's blood glucose level was 344 mg/dl. Reportedly, the customer will continue to use current pump, and has manual injections available for insulin therapy.